Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, as the access route was very elongated, the surgeon chose a 16f esheath+ which was positioned well in the vascular system. The commander delivery system could be pushed through the esheath+ without difficulty. Before the kink in the descending aorta, the valve was aligned successfully. The path to the aortic valve could be overcome without resistance. However, the balloon of the commander delivery system did not inflate (no volume could be filled into the balloon) and the valve could not be expanded. The commander catheter was pushed to the sapien 3 ultra and then pulled it into the esheath. The valve, commander catheter and esheath+ were removed from the vascular system without resistance as a unit. A new 16f esheath+ was successfully set again and the implantation of the sapien3 ultra 26 mm went well. No patient injury occurred and the patient left the or in a stable situation. As per evaluation of returned devices, the commander delivery system balloon was observed torn at ic bond.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for balloon torn was confirmed based on evaluation of the returned device and provided imagery. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the balloon of the commander delivery system did not inflate (no volume could be filled into the balloon) and the valve could not be expanded. The commander catheter was pushed to the sapien 3 ultra and then pulled it into the esheath. The valve, commander catheter and esheath+ were removed from the vascular system without resistance as a unit''. In this case, evaluation of the returned device revealed a torn balloon at the I/c bond. Patients access vessel presented tortuosity and calcification, however, no information was provided regarding patients descending and abdominal aorta. Additionally, it is unknown if valve alignment was performed in a straight section of the aorta. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. Also, if residual fluid remains in the balloon after de-airing, it could have resulted in a larger inflation balloon profile. As such, if the thv was unseated from the flex tip during alignment or a larger inflation balloon profile was present, this could have resulted in higher-than-normal alignment forces creating high tension in the system. As a result, high forces on the system during valve alignment may have weakened the balloon and caused the balloon to tear prior to thv deployment. However, in this case, due to insufficient information provided, a definite root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.